Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What suture was used to re-suture the patient? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2020 and suture was used. The patient was at (B)(6) of gestation and was hospitalized. On (B)(6) 2020, the patient experienced erythema inflammation, and pain around the wound. The patient was given hydrogen peroxide for cleaning and dressing change. On (B)(6) 2020, the incision was found to be 2 cm unhealed and expanded to 3 cm, and the wound was cleaned and dressing changed. Rivanol gauze was used for drainage but the wound still did not heal. On (B)(6) 2020, secondary suture was performed. The wound healed well on (B)(6) 2020, and the suture was removed. The patient was discharged from the hospital on (B)(6) 2020. Additional information has been requested.